Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Patient received a gunther tulip filter on (B)(6) 2007 at (B)(6). Physician allegedly placed the filter. Patient lives in (B)(6) and lived there at the time of placement. The information only lists the description of event information. It is unknown if there have been any adverse effects at this time. It is unknown if any intervention was performed at this time. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested but have yet to be provided.

Manufacturer narrative:
(B)(4). Investigation results - the complaint device was not returned. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on the alleged injuries. There is no evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be reopened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested but have yet to be provided.

Manufacturer narrative:
Additional information: investigative information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/22/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right internal jugular vein as a prophylactic prior gastric bypass surgery & for pe. Plaintiff is alleging: anxiety.